Manufacturer narrative:
(B) (4). Evaluation summary: the returned product was reviewed and exhibits a fracture extending from two points separated by approximately 1/4th the circumference of the insert, down into the cup portion of the insert. Along the edges of both parts of the insert are chips extending inward from the edge. Peri-operative fracture of the ceramic shell insert can be caused by misalignment of the shell and insert during assembly, presence of debris within the shell during assembly, or neck impingement with the shell during range of motion testing. The fracture of the device occurred during assembly, making impingement during range of motion testing unlikely. The surgical technique also mentions removing debris prior to insertion of the ceramic shell insert. The dents are sufficiently small that examination for debris in this step may not have been able to identify them if present at that time. If the dents occurred as a result of impact with tools prior to or during implant of the acetabular shell, then they are most likely cause of the fracture of the shell insert. Presence of debris or misalignment of the devices during assembly are also possible causes of insert fracture. However, based on the available information a definitive root cause can not be ascertained at this time. Device history records indicate all components were manufactured and inspected to specification.

Event description:
It is reported that during surgery on (B) (6) 2009, while the surgeon implanted a ceramic shell a crack/chip formed on the rim of the insert. Upon extraction of the insert further, more extreme breaks occurred.